Manufacturer narrative:
A complete analysis and testing of one opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin. Insulin came out the bottom of the reservoir. Customer's blood glucose level was over 600 mg/dl. He wanted to throw up and took 15 units of insulin. However his blood glucose level was still over 600 mg/dl. He injected more insulin and there was blood on the cannula. The customer treated his high blood glucose level with the insulin pump. Insulin came out of the reservoir into the compartment. The self-test passed. The customer was advised that the device would be replaced and agreed to return the product for analysis.